Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported a failed battery test alarm. The customer then mentioned that she was hospitalized two years ago after receiving too much insulin from her insulin pump. The customer stated that she had a ten minute seizure, and her blood glucose levels were below 15 mg/dl. Prior to the event, the customer had gone to bed with a blood glucose reading of 300 mg/dl. The insulin pump that the customer was wearing at the time of the event has already been replaced. Therefore, no troubleshooting was done.